Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The returned device matches with upn provided by the customer. The unit returned has distal end damage, as part of overall visual revision. The device has the distal tip detached and kinked. All the outer diameter (ods) taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06467. It was reported that the guide wire coating was peeled off. The target lesion was located in a vessel in the lower leg. After crossing a 300cm v-14¿ guide wire, a 2.0mm x 100mm x 150cm coyote¿ balloon catheter was advanced to dilate the target lesion. However, upon first inflation at rated burst pressure, the balloon ruptured. Additionally, the physician also noted that the distal tip coating of the guide wire came off. Both devices were completely removed from the patient's body and the procedure was completed with another of the same devices. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: mid 40's. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06467. It was reported that the guide wire coating was peeled off. The target lesion was located in a vessel in the lower leg. After crossing a 300cm v-14 guide wire, a 2.0mm x 100mm x 150cm coyote balloon catheter was advanced to dilate the target lesion. However, upon first inflation at rated burst pressure, the balloon ruptured. Additionally, the physician also noted that the distal tip coating of the guide wire came off. Both devices were completely removed from the patient's body and the procedure was completed with another of the same devices. No patient complications were reported and the patient's status was stable.